Event description:
It was reported that this lead was losing capture and was surgically abandoned and replaced. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).